Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: during surgery on the trochanter of the femur, the bixcut reamer shaft was broken at the base.

Event description:
As reported: during surgery on the trochanter of the femur, the bixcut reamer shaft was broken at the base.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the reported failure mode. As per the visual inspection, the shaft is broken at the last winding near the adapter. The inner spiral breakage ends are not in line to each other like the breakage ends of the outer spiral. This indicates that the inner spiral got constricted due to counterclockwise drilling. After the inner spiral was broken the part in the shaft sprang back to its usual position. The breakage surface shows the typical structure of a brittle fracture. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation the root cause of the failure is found to be user related. The reamer broke in a brittle fracture due to a torsional overload: the inner spiral is left winded; therefore, it got constricted during counterclockwise drilling. Counterclockwise drilling is not allowed according to the IFU. If any additional information is provided, the investigation will be reassessed.